Manufacturer narrative:
Additional information was received on 7/1/2020, patient also experienced night sweats post procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 6/12/2020. Patient underwent bilateral removal and no replacement on (B)(6) 2020. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with two 450 cc mentor memorygel breast implants experienced enlarged lymph nodes, weight loss, fatigue, loss of appetite, sluggishness, raynaud¿s disease, right sided rupture and right sided breast pain post procedure. As a result, patient underwent bilateral removal and no replacement on (B)(6) 2020. This medwatch form is for the left breast prosthesis.